Event description:
It was reported that as the surgeon was hammering the trial during a tplif at l5-s1, the trial started to turn without release of the back handle. The surgeon was unable to place trial as intended and had to use a different trial (opal). The trial continued to turn prematurely and the implant was placed without getting the trial fully seated. Surgeon was able to seat implant perfectly.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record review revealed no issues related to the reported complaint. Visual and dimensional exam reveals the part meets specification. The head was reasonably tight and shows marks of forcible use. Conclusion: no manufacturing related fault was found.